Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery wire was kinked and broken. The main coil was kinked as well. During functional testing, coil was advanced through the introducer sheath with slight resistance. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been to the reported observed damages (friction and main coil kink). It is possible that when friction was felt during the procedure, the delivery wire may have been mishandled and this potentially caused the damage to the delivery wire. Therefore based on all of the information available, an assignable cause of handling damage was assigned to the observed coil delivery wire damage.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.